Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 01/10/2017. One lf1723 was received for evaluation and the returned product did not meet specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found damaged insulation on shaft of device. Approximately 0.3 mm of metal was visible. The reported condition was not confirmed. The device was activated ten times on simulated tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The alleged incident could not be duplicated. The investigation found the device to function normally and within specifications. An additional failure was found during the investigation; the insulation on the tubing was found to have damaged. The additional findings did not contribute to the reported condition. The insulation showed damage to the insulation on the tubing close to the jaws as if the device had been grasped with a tool. Bare metal was visible in one place. There is nothing in the manufacturing process that would cause this type of damage. The investigation identified the root cause of the additional finding to be user mishandling. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Event description:
The customer reported that during a total abdominal hysterectomy procedure, the handle was squeezed and tactile switch was pressed however the device was not activated. The device was disconnected from the generator and reconnected but the issue was not solved. A new device was used to continue the procedure. There was no patient harm, no bleeding, and the operating time was not extended. There was no additional tissue resection nor tissue damage. Nothing fell into the patient's cavity. The device was returned for investigation and a section of insulation approximately 0.3mm was damaged on the tube. It cannot determine if all the insulation is still present, however the customer has stated that nothing fell into the patient cavity.